Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned and unable to infuse was inconclusive. The definitive root cause could not be determined based upon available information. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808062 implantable port allegedly failed to infuse. This information was received from one source. One patient was involved and there was no reported patient injury. Patient was female and 35 years old, patient weight was not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1808062 implantable port allegedly failed to infuse. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.